Event description:
New information received indicated that the lead had pulled back. Programming changes were made. No other intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise oversensing after the patient fell. No intervention was performed. The patient was stable.